Manufacturer narrative:
The device has not been explanted. If it should be received, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient experienced a disturbing noise in her hearing sensation which lasted for about two hours, then her hearing perceptions became normal again. Testing confirmed that the device has malfunctioned, nevertheless, the patient is still able to hear with her device. The patient and her doctors are considering a re-implantation at some point in the future; however, no date has been scheduled as yet.